Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had blotches on screen and threads on machine crumbling off. Customer stated that the insulin pump had cracked case and rewind takes longer and unresponsive pump at pump at times. Customer reported that insulin pump' clock did not keep time and had to programmed. No harm requiring medical intervention was reported. The insulin pump will not returned for analysis.